Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with left to right distal crossover of the cylinders. The ipp cylinders and pump were explanted, and new components were implanted, as part of the it matters study. There were no additional patient complications reported.